Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a sudden loss of sound input with the device. Troubleshooting, hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.